Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's lead had migrated and the ipg reached eol. In turn, surgical intervention was undertaken wherein the system was explanted and replaced to address the issue.